Event description:
The customer reported that the ortho provue misread a donor sample barcode ID number. Sample misidentification may lead to the reporting of erroneous test results.

Manufacturer narrative:
An ocd field engineer visited the customer site and adjusted the sample camera. However, the issue was not resolved. The fe determined that the customer's barcode label printer used for donor sample labels was not printing good quality labels. This may have lead to poor quality barcode label printings, which could result in the barcode misreads. The customer was advised by the fe to replace the printer and to use the hand held scanner until a new printer was installed. This customer has not logged any similar complaints against this instrument since this incident. Incident is isolated. (B) (4).